Event description:
It was reported that during device change out procedure the right ventricular lead was damaged resulting in loss of capture and the patient experiencing asystole. The lead was programmed to unipolar configuration and capture resumed. The lead was capped and replaced. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.